Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a broken pin on the black power lead of the patient's mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) patient cable having a damaged pin was confirmed, as one of the pins in the black lemo connector was observed to be missing upon arrival of the returned mpu (serial number (B)(6)). The missing pin was identified to be a redundant pin, as the pin does not connect to any of the cable¿s internal conductors. The returned mpu was received at the service depot, where its patient cable was replaced with a new component due to the observed damage. The mpu was then functionally tested and was found to perform as intended. The serviced and repaired mpu was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.